Manufacturer narrative:
Unit passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and self test. No multiple insulin pump error alarms noted during test. Moisture damage was found on the force sensor during visual inspection. P-cap, reservoir locked properly in place. Scratched case, scratched display window and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was able to clear the alarm and able to complete rewind. Insulin pump pass the displacement verification test and self test. Insulin pump crack lcd screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.